Manufacturer narrative:
Batch review performed on 08-jan-2020. Lot 152886: (B)(4) items manufactured and released on 03-aug-2015. Expiration date: 30-jun-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.12.0611fr tibial insert fixed sphere flex #6/11 mm r lot. 186087 (k140826). Batch review performed on 08-jan-2020. Lot 186087: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 04-nov-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1206r tibial tray fixed cemented # 6 r lot. 171963 (k090988). Batch review performed on 08-jan-2020. Lot 171963: (B)(4) items manufactured and released on 21-sep-2017. Expiration date: 27-aug-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of instability 3 months after primary surgery. The surgeon first trialed the 17mm sphere poly which improved stability in flexion and extension however, soft tissue instability in mid flexion range remained a major issue. The surgeon decided to convert all the sphere components (the femoral component, tibial tray, and insert) to a hinge knee in order to use augments and provide stability. The surgery was completed successfully.